Event description:
The surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2012 and the patient complained of blurry vision and still having trouble seeing distance. The patient was still myopic and required a stronger power lens. The incision was enlarged, the lens was explanted and was replaced with a stronger diopter lens on (B)(6) 2012. One suture was needed. The patient is doing fine now. The reporter stated the incident was due to a miscalculation of the diopter and not lens related.

Manufacturer narrative:
(B)(4) - surgical procedure, sutures, surgical incision, enlargement of, vision, blurring of. (B)(4) - no allegation against the device. (B)(4).